Event description:
A transfer set provided by the customer for a seperate evaluation leaked through the customer never filed a report regarding a faulty transfer set. There was no pt onjury or medical intervention associated with this incident.